Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg had migrated and was causing pain. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well post operatively.